Manufacturer narrative:
Device not returned for evaluation. (B)(4). Product evaluation: smith & nephew is unable to provide an analysis of the reported complaint pertaining to the referenced smith & nephew product, as we are not going to receive this product from the facility. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. The complaint is being closed with no conclusion. However, if the product is received in the future the complaint can be reopened and evaluated. No further investigation is required.

Event description:
The blade is supposed to come in pre-window locked position but was not. Had to manually window lock. No product will be returned.